Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a health care professional (hcp) that the programmer indicated an error at boot up. Once the programmer was rebooted, it worked fine. The programmer remains in use. No patient complications have been reported as a result of this event.